Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: user manual - operation chapter 3, section 2 (endoscope inspection), chapter 4, section 1 (endoscope insertion) and user manual - cleaning/disinfection/sterilization chapter 3 - cleaning, disinfection, sterilization procedure ¿ precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the nozzle of the gastrointestinal videoscope had foreign objects. There was no patient involvement.